Event description:
It was reported that a merlin.net transmission showed post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.